Manufacturer narrative:
Three photos were provided to our quality team for investigation. The photos show a needle assembly connected to a syringe and the needle is pulled out of the needle hub. Based on the investigation with the photos sample analysis the symptom reported is confirmed, but without the physical sample analysis a probable root cause could not be offered. Furthermore, a device history record review was completed for provided lot number 2094922. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic pulled out of the hub. The following information was provided by the initial reporter: after giving patient a flu shot, when needle was removed, the plastic came out, but the needle did not.